Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after a catheter was placed in the patient the artificial urinary sphincter (aus) device stopped working. The pump presented inflation and deflation issues, therefore, an aus replacement surgery was performed to address the problem. During the procedure it was noticed that the pump did not stay flat and no air or holes were observed in the component. The patient is expected to fully recover.